Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Model lap top ventilator 1000 failed oxygen blending test. The service technician replaced the oxygen blender and unit passed all testing.

Event description:
The customer reported model lap top ventilator 100 is delivering lower oxygenation than what is being set. At this time, it is unknown if the unit was connected to a patient at time of reported malfunction.

Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.